Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No information is provided to date. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).

Event description:
It was reported that a puncture of the right subclavian was carried out and the central venous catheter (cvc) guide is not functional at the distal part. The dilator and central venous catheter (cvc) were able to be passed, but when the guide is extracted it sticks- which is why it comes out with everything. The catheter remains stuck to the guide and comes out complete. Catheter was extracted since it is not functional. No patient injury was reported.